Event description:
The destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that while the pt was at home performing adl's, he experienced yellow wrench and red heart alarms. The pt was also reported that the sounds he heard were like a telephone. The pt was then admitted to the hosp for observation. Approx 24 hrs later the pump stopped. The pt was placed on pneumatic support using a stroke volume limiter (svl) and drive console. A few days later the lad was replaced with the MFR's clinical trial lvad. The pt remains ongoing with the MFR's clinical trial lvad.